Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management graph and the power management tool confirmed an abnormal loaded voltage (loaded vlith) due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Insulin pump history did not confirm any pump error alarms, or any other battery related anomalies. No unexpected low battery alarms, pump error alarms, power loss alarms, or replace battery alarms noted during testing. Insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, cracked battery tube threads, stained keypad overlay, cracked case behind the insulin pump near the battery compartment, broken reservoir tube lip, fading end cap address label, pillowing keypad overlay, missing display window cover, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump alarmed low battery. The customer's blood glucose was unknown at the time of incident. The customer stated that battery is low after a few hours also, tried ten batteries. The customer previously reported power system error alarm. The customer stated that she has restarted the insulin pump but it only worked for one day. Agreed to replace the insulin pump. The insulin pump will not be returned for analysis.